Manufacturer narrative:
Patient information provided.preexisting medical conditions provided.a medtronic representative went to the site to replace the battery and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after battery replacement.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement (B)(4) shipped to site (B)(4) 2014. Medtronic investigation of returned suspect (B)(4) finds that this product was returned to manufacturer on (B)(4) 2014, unused. Return requested. Replacement battery shipped to site (B)(4) 2014. Medtronic investigation of suspect battery, returned on (B)(4) 2014, finds that one positive terminal spade connector was broken off, only held in place by shrink wrap. That same positive wire has been pinched exposing conductors due to how installed in system. No evidence of shorting to gnd. Age of the cells exceed average life span. Connector-damaged, pin bent/missing - physical damage directly caused event no further issues have been reported.

Event description:
A site biomed representative reported that, while in a procedure, the site experienced a power issue in the operating room (or) and the navigation system stopped working immediately. In trouble-shooting, the biomed representative re-booted the system and normal function was restored. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.